Event description:
On (B)(6) 2012, the reporter contacted animas (anm) on behalf of her daughter (the patient) and reported low blood glucose (bg) levels. The reporter indicated that a week earlier the patient had been experiencing low bg's. The reporter claimed that the patient was passing out at work and her coworkers had to give her orange juice. In one or more instances, the patient was able to eat normally to correct the low bg. According to the reporter, she was informed by hcps (health care providers) that - it was related to the dka that she experienced on (B)(6) 2012. The patient's dka episode was attributed to a bent cannula issue. The reporter was unable to provide any additional details. The pump and patient were not available during the contact between anm and the reporter. Multiple attempts by anm to contact the patient for follow-up information have been unsuccessful. During the contact with anm, the reporter mentioned that the patient was wearing the pump. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient had suffered a low bg episode, passed out, and received treatment from her coworkers. However, at this time, it is unknown if the pump contributed to the patient's injury or even if a pump issue was even alleged.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Correction to suspect medical device serial #.

Manufacturer narrative:
Follow-up #2: date of submission 04/13/2015. Additional information/device evaluation: the pump was received, investigated, and dispositioned related to another complaint on (B)(4) 2012. The pump serial number was updated in this complaint file on (B)(4) 2015; therefore, the following findings are results of the original investigation: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During testing, the pump was powered on and immediately emitted a cs 007 call service alarm that could not be cleared. Adequate investigation of the history/settings complaint could not be completed due to the recurring alarm. The pump case was removed, and evidence of moisture ingress was found on the printed circuit board, specifically among the u22 components.